Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings:the complaint could not be duplicated. A review of the pump¿s black box data revealed a loss of prime warning for a low non-zero force. The pump was exercised for 24 hours with successful bolus deliveries, no loss of prime warnings or duplicated alarms. The force sensor calibration measured within specifications. Unrelated to the initial complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.